Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se was unable to replicate the reported issue and completed physical and electrical inspection. The tower control panel and keypad cable 1 were replaced as a preventative measure. Subsequently, all testing was completed successfully.

Event description:
The device user (du) reported that the buttons on the metra user panel were non-functional while the liver was on pump. The du explained that the setup and initial few minutes of pump time were unremarkable, but then the reservoir bag emptied and they were unable to stop the perfusion. Troubleshooting was discussed and attempted without success. The du team elected to remove the liver from the metra and cold flush. The clinical specialists (cs's) walked the du through a power off of the metra. Once restarted, the metra performed normally. The team elected to switch the disposable set to their second machine as they may need to travel with the liver on board. Subsequently, the liver was declined due to four hours of unperfused time. The team attempted to reallocate the liver but was unsuccessful. Thus, the liver was discarded.